Event description:
The customer observed falsely elevated toxo igg results while using the architect i2000sr analyzer. The customer indicated they are running all patients not known to be positive in duplicate. Of the samples that were re-run 4 patients generated false positive results. No specific data was provided about these patients. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, troubleshooting of the instrument, a search for similar complaints, and a review of labeling. Troubleshooting determined that insufficient volume of buffer was dispensed at wash zone positions 2 and 3 due to partial obstruction of the manifold valves. The issue was resolved by replacing the valves. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect i2000sr analyzer, list number 03m74 was identified.